Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check prior to a routine device change out procedure, this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement of 128 ohms. The shock impedance measurements had been increasing gradually, which pointed towards possible lead calcification. It was noted that this rv lead has been implanted since 2005, and no recent shock therapy was delivered from the cardiac resynchronization therapy defibrillator (crt-d). The crt-d changeout procedure was completed successfully, and the in-range shock impedance measurement on the new device was 100 ohms. This rv lead remains in service. No adverse patient effects were reported.